Event description:
It was reported to philips that the device c-arm could not move. No harm was reported to philips. A philips field service engineer (fse) inspected the system and moved the c-arm back into a movable position. The system is fully functional. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system is not in clinical use. The procedure was completed by restarting the system and moving stand to desired position. Philips field service engineer (fse) analyzed the system onsite and verified that system that the unable move c arm. After reviewing the log file, fse found that there is a malfunction in geometry hardware. Upon some functional test fse determined that the device had been manually set in an unknown position which made it impossible to move the c-arm. Fse manually moving the stand to operational position and restart and instructed the hospital staff to prevent these problems. After manual adjustment completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is user can move the stand manually using the brake release handle on the side of the c-arm. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.